Event description:
The account alleged when the hi/low is all the way up, the emergency trend (red handle) does not work. If the hi/low is lowered just a little bit, then the emergency trend works. No injury reported.

Manufacturer narrative:
The tech found the emergency trend valve needed to be replaced. The tech found the rubber stopper that sets in the valve had become loose. The tech replaced the emergency trend valve to repair the bed.